Manufacturer narrative:
The returned device was evaluated and an external tear was found on the exposed portion of the soft cannula. The download data contains not timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when and how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 252 mg/dl. The pod reportedly was leaking insulin during wear while worn on the arm for longer than 48 hours. Hyperglycemia treated with a new pod.